Manufacturer narrative:
The reported field event of set screw connection issue was verified in the lab. However, the issue was consistent with the explant procedure. Septum material inside the rv is-1 set screw hex cavity prevented full insertion of the torque driver into the hex cavity. When pressure was applied to engage the torque driver with the set screw, the hex cavity was rounded (stripped). This may have prevented the field from being able to secure the set screw. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. The device rv pacing lead impedances, hvlis and sensing were tested on the bench and they were found to be normal.

Event description:
During a device upgrade procedure, the set screw of the replacement device could not be fully tightened. Another device was used and successfully implanted to resolve the event. The patient was in stable condition.